Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported a wafer with an opening that was off-center was used, rubbing against his stoma and causing bleeding. He noticed the opening was off-center prior to use but he did not have any other wafers available to use. The bleeding occurred later that day. He did not see an actual laceration. No photo provided.